Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hardware low level failure error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for hardware low level failure error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 and pump error 4 alarm was confirmed in the pump history due to cold solder joint on keypad assembly. The device was received with minor scratched lcd window, faded serial number label and cracked retainer.